Manufacturer narrative:
The returned sample was visually inspected and found to be non-conforming with the probe needle slightly bent and the inner cutter in the port. The sample was then functionally tested for actuation, aspiration, and cut and was found to be non-conforming for all three functional tests. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter pulled out of the coupling. The inner cutter/coupling adhesive bond fillet was visually inspected and found to be conforming. Gouge marks were observed at a couple locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirms that the returned probe had a cut failure and also indicated that the probe had actuation and aspiration failures. The root cause for the observed non-conformance is due to the separation of components within the probe. It appears that at the beginning of surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor of the observed non-conformances is from the bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft and can also impede, or fully obstruct, aspiration flow through the probe. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. An internal investigation was completed and additional controls within the manufacturing process have been implemented to reduce the frequency of probe complaints for detachments of the inner cutter from the coupling. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. The exact root cause of the bent needle and bent inner cutter could not be determined from the evaluation performed, therefore no additional action was taken by the manufacturing site related to this non-conformance. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room assistant reported that the vitrectomy probe did not cut well during an ablation procedure. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There were no negative consequences for the patient.